Event description:
A malfunction alarm identified as "malf 3" occurred. There was no adverse impact on the customer's blood glucose level. To resolve the issue, technical support decided to replace the pump, and the customer was advised to use multiple daily injections as a backup insulin therapy.